Manufacturer narrative:
The software analysis was completed. The logs did not capture any issues, however there were multiple user cleared errors. The information provided is insufficient to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), lot/serial #: unknown ; product ID: (B)(4), lot/serial #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the issue was unable to be replicated. The computer and hard drive were replaced, all of the software applications and licenses were reinstalled, and the network and electronic picture archiving and communication systems (pacs) were reconfigured and tested. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c10, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 1.3.2, ubd: unknown, UDI#: unknown. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A110201 was coded for the system being unresponsive. A0709 was coded for the tracking issu es/instruments disappearing from view. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system was unresponsive. After completing a registration without issue and moving into navigation, the probe and frame disappeared from view. The site performed a hard reboot and changed out the spheres. The issue was then resolved. There was a reported delay to the procedure of five to ten minutes due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
H3, h6) the product ID: 9736403, lot number: m704430b666/2302f01941, was returned to the manufacturer for analysis. In summary, no faults were found. The computer was fully functional. Previously reported codes, b01 and c19, are applicable as well as newly reported code, d14. H3, h6) the product ID: 9736411, lot number: s6psns0t508201w, was returned to the manufacturer for analysis. In summary, no faults were found. The solid-state drive (ssd) functioned without failure. Previously reported codes, b01 and c19, are applicable as well as newly reported code, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.